Event description:
It was reported that the implantable cardiac monitor (icm) detected false ventricular tachycardia (vt) episodes. The device is still in use. No patient complications have been reported as a result of this event.